Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During evaluation, it was found that the device would not pair with the generator. It was observed that the battery tray assembly was corroded and the batteries were too low. The batteries and battery tray assembly were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid contact with the battery tray assembly is responsible for the corrosion observed over there. Corroded battery assembly and low batteries of the device would have caused the identified pairing issue. A manufacturing record evaluation was performed for the finished device lot number (1107142), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that vapr vue wireless footswitch device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the tray assembly on the device was corroded. 7/15/2020, unit was evaluated and would not pair with the generator during testing. This was because of a bad battery tray assembly. The battery tray assembly was replaced as identified in the investigation to address the issue. Also, the batteries were too low; so they were replaced as well. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.